Manufacturer narrative:
(B)(4) (pseudoarthrosis, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with the following preoperative diagnosis: recurrent lumbar disk herniation with spondylosis and stenosis, foraminal stenosis, radiculopathy and chronic instability. The patient underwent the following procedure: repeat bilateral laminectomy and discectomy for nerve root decompression l4-5 with posterior interbody fusion utilizing fusion cages with rhbmp-2 allograft and local bone autograft with implantation of non segmental pedicle screw instrumentation combined with posterolateral process fusion with local bone autograft, allograft, matrix allograft and rhbmp-2 allograft, set-up and continuous intraoperative neurophysiologic monitoring with nuvasive emg monitor with pedicle screw stimulation studies, fluoroscopic monitoring, microsurgical technique and stereotactic navigation. As per op notes ¿¿cages of appropriate size were selected and filled with rhbmp-2 allograft and thereafter gently impacted into the interspace bilaterally under fluoroscopic monitoring with excellent placement achieved ¿thereafter, a graft was constructed utilizing graft-on matrix filled with rhbmp-2 and allograft, supplemented with 8ml of bone marrow aspirate obtained¿ ¿ on (B)(6) 2008: the patient presented with following preoperative diagnosis: failed laminectomy syndrome, with retained pedicle screw instrumentation l4-l5, rule out failed fusion. Postoperative diagnosis: failed laminectomy syndrome, with retained pedicle screw instrumentation l4-l5, rule out failed fusion, with partial pseudoarthrosis and loosening of screws. The patient underwent the following procedures: explanation of pedicle screw instrumentation, with bilateral exploration of posterolateral fusion l4-l5, with bilateral repeat posterolateral fusion l4-5 with allograft and tricalcium phosphate allograft, with 10ml bone marrow aspirate obtained from right iliac crest through separate puncture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.